Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet was selected for implant using a 12f amplatzer amulet delivery sheath. After trans-septal puncture (tp) and anticoagulant injection, the amulet was inserted into the patient. After 2 partial recaptures due to not optimal positioning, a small thrombus on the cable was observed on transesophageal echocardiogram (tee). Thrombus was not observed on the amulet device itself. The device was in acceptable position, therefore it was released. No issues for the patient or clinical impact to the patient were reported. The patient was reported to be in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of thrombus on the cable of an amulet delivery sheath after two partial recaptures was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.